Event description:
It was reported by the physician that the lead dislodged and thresholds were unstable. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: segments of the lead were returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The proximal conductor of the lead became extrinsically fractured due to a cut and melting. The distal conductor of the lead became extrinsically fractured due to melting and pulling/stretching/overstress. The inner insulation was melted. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut, melting and pulling/stretching/overstress. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b implantable pulse generator (ipg), implanted: (B)(6) 2006; 383059 implantable pacing lead, implanted (B)(6) 2006; 419378 implantable pacing lead, implanted (B)(6) 2006. (B)(4).